Event description:
It was reported that the procedure was to treat a moderately calcified, 80% stenosed, de novo lesion in the distal right coronary artery (drca). Pre-dilatation was performed with an unspecified 2x8mm and 2x12mm balloons, and a 2.25x12 mm xience prime drug eluting stent (des) was implanted in the target lesion. Post-stenting imaging showed a distal end dissection. An unspecified 2.25x8mm des was used to cover the dissection and successfully complete the procedure with a timi iii flow and no residual stenosis. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.